Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged that led to loss of myocardial capture. The patient was reported to be dependent and responded to biventricular configuration and only the left ventricular (lv) lead was pacing. Boston scientific technical services (ts) discussed options for revision. Additional information indicated that the high voltage portion remains active and the p/s portion of the lead was surgically was capped. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.